Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion could not be conclusively determined. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The patient had a preexisting pericardial effusion. During procedure, the activated clotting time (act) levels were 350s and 8000 units of heparin was administered and left atrial pressure was 12mmhg. During procedure, the amulet was implanted after 2 partial recaptures and protamine was administered after the procedure. After the procedure, a pericardial effusion was noted adjacent to right ventricle and a pericardiocentesis was performed. The patient was reported discharged.